Event description:
It was reported that while the ventilator was connected to a pt, it stopped ventilating. The ventilator was administering pulse like breaths but the pt was not being ventilated. Alarm for low expiratory minute volume was generated. The pt was bagged. There was no harm to the pt. (B)(4).

Manufacturer narrative:
Our field service engineer has been on site and has started the investigation. A supplemental medwatch will be provided when the investigation is finished. (B)(4).